Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently did not respond to the front panel controls. No further information was available. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative evaluated the device at the customer's facility. The customer's report was not replicated or confirmed. The device passed all testing and was retained at the customer's facility. Analysis of reports of this type has not identified an increase in trend.